Event description:
The facility reported a flogard infusion pump that "did not work". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). : the customer reported problem of a flogard infusion pump that "did not work" was confirmed in the sample evaluation as a battery problem. The cause of the problem was a depleted battery. Service replaced the battery to fix the problem.

Manufacturer narrative:
(B)(4). (B)(6).